Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Event 2 the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): event 2 "overinfusion" "on 2 pumps of the batch 21f23ge341 the pump ran through much too fast. For both patients, the pump was attached on friday morning and for one patient it had already run through on sunday at 8:00 a.m. And for the other it had already run through on saturday evening. We got both pumps back from the station and could send them to you."